Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. If additional relevant information is received, a supplemental medwatch will be filed. Device history record (DHR) review was not able to be conducted for the myosure system as the product identification number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2015. Post procedure the patient was bleeding heavily. The physician used a foley catheter to try and stop the bleeding. The patient bled through the balloon so the doctor then did a hysteroscopy and gave her vesogen. The physician wanted to perform a novasure endometrial ablation on the patient to stop the bleeding, but it is unknown if this occurred. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
.

Event description:
It was reported the patient's bleeding did coagulate. The patient was fine and discharged home after the procedure.